Event description:
The first fitting was done on (B)(6) 2022, however, it was found that the user could not get a good benefit from the right-side device. In situ testing showed affected channels.the user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode, which was likely caused during implantation surgery. Further damages caused by excessive mechanical stress and device minute mobility were found. The problems described in the recipient report seem to match the damages found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The first fitting was done on (B)(6) 2022, however, it was found that the user could not get a good benefit from the right-side device. In situ testing showed affected channels. The user has been re-implanted.